Event description:
Customer reported no image on left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. System operates as intended. This MDR is related to ge healthcare complaint number.